Event description:
There was an allegation of a questionable glucose result from the accu-chek inform ii meter + rf. Due to a display issue of a large black splotch in the upper left section, a result of 155 mg/dl was misinterpreted as 55 mg/dl.

Manufacturer narrative:
The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Manufacturer narrative:
Medwatch field d9 device available for evaluation, device returned to MFR, and date device returned were updated as the product was received for investigation. Medwatch field h3 device evaluated by mfg was updated as the product was received for investigation. The investigation determined that several black lines/spots were visible on the meter's display. The lines/spots may partially cover the result value. This is immediately visible to the user. The flaw is visible after turning on the device and permanently exists. There are no traces of an obvious mechanical impact visible on the housing of the device. The display assembly is found to be defective. Per product labeling, "if you notice any issues with the display functionality (e.g. Unexpected lines/marks on the meter display) stop using the system and contact the roche customer support center."

Manufacturer narrative:
Due to no product being returned, it was not possible to complete the investigation to exclude the device as the root cause.